Event description:
Hosp biomedical engineering department advised that they received a pump with a note attached stating channel b was set to infuse heparin at a rate of 10cc/hr. Nurse later found the heparin bag empty and the rate set at 150 cc/hr. There was no patient consequence.